Manufacturer narrative:
The impella device has been received but has not yet been evaluated. When the device investigation has been completed or any new information has been received, a supplemental MDR will be filed. Section: using the automated impella controller with the impella catheter. ¿achieving an act = 250 seconds prior to removing the dilator will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ section: using the automated impella controller with the impella rp with smartassist system catheter. ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella rp with smartassist system catheter. In this case, the motor is no longer being purged and may eventually stop. Monitor motor current and consider replacing the impella rp with smartassist system catheter whenever a rise in motor current is seen.¿

Event description:
It was reported that while priming an impella cp a blockage appeared. The purge cassette was replaced and the issue resolved. Then, a purge cassette leak occurred. Again, the cassette was replaced and the issue resolved. Later, the pump stopped. The pump was restarted and low pump flows were observed. The pump was explanted and replaced with an impella 5.5.

Manufacturer narrative:
The investigation of temporary pump stop and low pump flow has been completed. Only the purge cassette was returned for investigation. Temporary pump stop: after 18 days on cp support, pump stop occurred. The cause of the temporary pump stop was not determined since the pump was not returned for review. The temporary pump stop occurred beyond the 8 day impella cp indication for use per design trace matrix. Low pump flow: the failure mode was changed from low pump flow to saturated flow since the pump flow was high at 3.0 l/min at the respective p-level p2. The cause of the saturated flow was not determined since the pump was not returned for review. The low pump flow occurred beyond the 8 day impella cp indication for use per design trace matrix. Medical safety review of the event was completed. Impella cp pump 1, the event describes a malpositioning of the device and anti-contamination sleeve damage. Pump 1 was therefore replaced. This malfunction is not attributable to the demise outcome. However, it is a product malfunction and should be reported. Impella cp pump 2 involves a malfunction with pump stop that was restarted with inadequate flow. Hemodynamics were not affected significantly per the reporting from the physician. The pump was replaced. The patient expired approximately 28 days later. After being upgraded to the 5.5, an attempt to stabilize the patient's hemodynamics were made but there was little improvement; the patient died of multiple organ failure. In this case, the patient's underlying condition likely contributed most to an outcome of death (cardiogenic shock stage e). However, there is not enough evidence to exclude the impella cp pump 2 as an associated factor given the pump stop malfunction in this complex case. Additionally, this device malfunction if occurring in another patient was repeated (as in the case above) could result in significant hemodynamic decompensation and therefore, should be reported as a death type of reportable event. Impella 5.5: no complaint ¿, the upgraded to 5.5 and tried to stabilize his hemodynamics, but there was little improvement, and he died of multiple organ failure.¿ this event story involves two product complaints: impella cp sn (B)(6) pump 1 (25-45645-1): malfunction (MDR 1220648-2025-29850). Impella cp sn (B)(6) pump 2 (25-45618-1): death (mdr1220648-2025-30211). Instructions for use: impella cp with smartassist for use during cardiogenic shock and high risk percutaneous coronary intervention section: entering cardiac output ¿maintaining act at or above 250 seconds will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ impella cp with smartassist for use during cardiogenic shock and high risk percutaneous coronary intervention section: troubleshooting the purge system ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿ section: impella stopped : ¿if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿ section: warnings & cautions: warnings: ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿ b1 adverse event was inadvertently omitted on the initial manufacturer device report number 1220648-2025-30211. B2 death and date of death was inadvertently omitted on the initial manufacturer device report number 1220648-2025-30211. B5 patient outcome was inadvertently omitted on the initial manufacturer device report number 1220648-2025-30211. D8/d9 should have been selected as no as the pump was not returned, only the cassette h1 type of reportable event was erroneously selected on the initial manufacturer device report number 1220648-2025-30211. H3 was erroneously selected on the initial manufacturer device report number 1220648-2025-30211, as the pump was not received for investigation h6 health effect - clinical code 4582 and medical device problem code 1250 was erroneously entered on the initial manufacturer device report number 1220648-2025-30211. H6 health effect - impact code 1802 was inadvertently omitted on the initial manufacturer device report number 1220648-2025-30211. H10 incorrect instructions for use included on the initial manufacturer device report number 1220648-2025-30211.

Event description:
A patient with ami/cgs was admitted. Lesion for left main and underwent percutaneous coronary intervention (pci) with intra-aortic balloon pump (iabp) assistance. There was hemodynamic disruption during pci and extracorporeal membrane oxygenation (ECMO) was added. Additionally, there was difficulty withdrawing from ECMO plus iabp, and the patient was transported from iabp on monday morning for the purpose of impella upgrade and an impella cp was placed. Impella cp pump 1: during the transfer to the intensive care unit on a bed, tension was applied to the tip, causing it to slip out to the aorta. When tension was applied, the connection part of the sterile sleeve was damaged. The device was replaced (same day as implanted). Impella cp pump 2 was implanted and 20 days after, the pump stopped. The pump was restarted and ran at low flow rate (p-2) for a while. Per the physician it did not affect hemodynamics significantly. However, there was a possibility that the patient would still become unstable without mechanical circulatory support. The patient was escalated to an impella 5.5. The patient expired 28 days later on the impella 5.5 noted from multiple organ failure.